Manufacturer narrative:
(B)(4). Manufacturer evaluation: the complaint of "infection" cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report #1627487-2015-06333. The patient is a participant in the scs french registry. It was reported the patient experienced a subcutaneous infection at the lead incision site. Subsequently, the patient's scs lead and extension were explanted. This event was found upon record review.